Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided and the customer could not recall the specific date. The elevated bg was addressed by a correction injection via manual insulin therapy. Reportedly, the customer received assistance from their spouse who helped change pump supplies.